Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the manufacturer's seal was intact upon receipt. Functional evaluation included calibration tests. The downstream occlusion sensor failed to complete the calibration tests. It was determined that the downstream occlusion sensor was not operating as intended. Results: the customer reported problem was duplicated as the downstream occlusion sensor failed to complete calibration during the investigation and the sensor's pressurized high flow was less than the expected value. Error codes were not found in the event history log. Root cause of the reported problem would be attributed to an inoperable downstream occlusion sensor which will be replaced, while who caused the problem is still unknown. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Other, other text: b5: additional information received on 22july2022 via email and attached to complaint object: found during testing and repair. No patient involvement was reported.